Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
For the investigation of this occurrence the complaint history, device history, trends, as well as the quality control procedures were reviewed. No device nor image was returned to assist in this investigation, the confirmation of the complaint is based solely on the customer's description of the event. It was reported the wire fractured while being manipulated through the needle, but that the wire fragment was removed from the patient at that time with hemostats. For quality control the wire is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections, and there is no evidence to suggest that the device was not manufactured to current specifications. Quality engineering evaluated the risk to patient and conclude with the addition of this complaint the risk remains acceptable and no risk mitigation actions are required. Without benefit of inspecting the complaint wire, it is difficult to determine with certainty the root cause of the wire fracture and separation. We have notified the appropriate internal personnel and will continue to monitor complaints for similar events.

Event description:
The user was repositioning the wire in the patient the wire was in the needle and the tip of the wire sheared off inside of the patient. The user was able to retrieve the tip with hemostats at that time, and the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this incident.

Event description:
They attempted to reposition the wire while in the needle and the tip of the wire sheared off inside of the pt. They were able to retrieve the tip with hemostats during same procedure. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.